Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: while using this c6 on a patient, the hospital staff noticed that the screen suddenly went black. The screen was back to normal in a few seconds, but he became concerned and switched the ventilator.